Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported air bubbles appear 1-2 days following an insulin cartridge change. Patient stated this first started (B)(6) 2009. Patient reported he is certain all air bubbles are removed during the cartridge change. Patient stated he fills the cartridge to 315 units and advances the piston rod to the bottom of the cartridge. Patient reported the air bubbles appear at the bottom of the cartridge and they do not appear with each cartridge and were not present at time of the call. Patient stated he primes air bubbles from the cartridge when they are noticed. Reviewed ways to decrease air bubbles. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.